Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six months following implant, the patient had received several shocks that had drained the battery life of the cardiac resynchronization therapy defibrillator (crt-d) and premature battery depletion was noted. The device was explanted and replaced. No further patient complications have been reported as a result of this event.